Manufacturer narrative:
The bed was located in the hallway of the ICU department and not being used. Hill-rom tech replaced the valve and head cylinder to resolve this issue. The bed is back in use.

Event description:
Customer called and alleges that the head section will not go up. The bed is located in the hallway of the ICU department and not being used. No alleged injuries reported.